Event description:
Only half of tampon came out- vagina [foreign body in reproductive tract] . Half of tampon came out [device breakage] . Pulled one of tampons out...out came only half of it [complication of device removal] . Case narrative: consumer reported via e-mail that only half of her tampon came out during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.